Event description:
It was reported that damage occurred to the pump housing surrounding the usb port, impacting the customer's ability to charge the pump. There was no reported impact on the customer's blood glucose level. Technical support arranged to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. The customer was instructed to put the pump into storage mode and return it using a pre-paid label.